Event description:
It was reported that the motor device had "error code e6". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was duplicated and confirmed.  The assignable root cause was determined to be device misuse.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.